Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure via left internal jugular using the conquest pta balloon. During the procedure, the balloon allegedly fails to deflate. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one conquest pta catheter. Upon visual inspection, it was noted an unknown brand 7f sheath was loaded over the balloon, leaving the distal portion of the balloon exposed. No anomalies noted. During functional testing the sheath was retracted proximally from the balloon to expose the whole balloon. Upon retracting, there was narrowing noted on the catheter from the distal tip. In addtion, it was noted bubbles were coming from the balloon, however complaint comments confirm the balloon was stuck with needle for deflation issue. Instead, the balloon was cut to expose the proximal balloon joint. Under microscope, it was noted the glue bullet was within the outer catheter. The glue bullet was pulled from within the catheter and seated on the outer catheter once it was pulled. A kink was noted on the inner gw lumen from where the outer catheter use to be before pulling the glue bullet from within. No further functional testing was performed. Therefore, the investigation is confirmed for the reported deflation issue as the glue bullet was pulled from within the catheter and seated on the outer catheter and also the investigation is confirmed for the identified material deformation as a kink was noted on the inner gw lumen. A definitive root cause for the reported deflation problem and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (component, result, conclusion) . Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest pta balloon. During the procedure, the balloon allegedly fails to deflate. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.